Event description:
A report was received that the patient had an exposed lead. The patient cut the lead. There was an infection at all incision sites where the device was implanted. The patient underwent an explant procedure. The physician believed it was either caused by the newly implanted device or the procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was administered an antibiotic. The physician believed that it was the sutures that caused the patient's reaction.

Event description:
A report was received that the patient had an exposed lead. The patient cut the lead. There was an infection at all incision sites where the device was implanted. The patient underwent an explant procedure. The physician believed it was either caused by the newly implanted device or the procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of the devices were reported. The ipg exhibited normal device characteristics. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2366-70 (sn (B)(4)) & sc-3138-35 (sn (B)(4)): the explanted leads and lead extension were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an exposed lead. The patient cut the lead. There was an infection at all incision sites where the device was implanted. The patient underwent an explant procedure. The physician believed it was either caused by the newly implanted device or the procedure. No device malfunction was suspected.

Manufacturer narrative:
Section d4 other # field is populated with the di number. Additional suspect medical device components involved in the event: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-2366-70, serial#: (B)(4), description: linear 3-6 lead, 70cm model#: sc-3138-35, serial#: (B)(4), description: scs phiii ext 35cm.